Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic pain on the right side of the back') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criterion medically significant), migraine ("repeated migraine"), anaemia ("anaemia"), skin discolouration ("fingers of the hands turning white"), ovulation pain ("pain during ovulation"), heavy menstrual bleeding ("haemorrhagic periods bleeding with large clots"), pain of skin ("painful skin"), feeling cold ("extreme cold"), fatigue ("fatigue"), musculoskeletal pain ("buttock pain"), arthralgia ("hip pain"), dry eye ("dry eyes") and eye inflammation ("eyes with inflammation"). At the time of the report, the back pain, migraine, anaemia, skin discolouration, ovulation pain, heavy menstrual bleeding, pain of skin, feeling cold, fatigue, musculoskeletal pain, arthralgia, dry eye and eye inflammation outcome was unknown. The reporter provided no causality assessment for anaemia, arthralgia, back pain, dry eye, eye inflammation, fatigue, feeling cold, heavy menstrual bleeding, migraine, musculoskeletal pain, ovulation pain, pain of skin and skin discolouration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jun-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('chronic pain on the right side of the back') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criterion medically significant), migraine ("repeated migraine"), anaemia ("anaemia"), skin discolouration ("fingers of the hands turning white"), ovulation pain ("pain during ovulation"), heavy menstrual bleeding ("haemorrhagic periods bleeding with large clots"), pain of skin ("painful skin"), feeling cold ("extreme cold"), fatigue ("fatigue"), musculoskeletal pain ("buttock pain"), arthralgia ("hip pain"), dry eye ("dry eyes") and eye inflammation ("eyes with inflammation"). At the time of the report, the back pain, migraine, anaemia, skin discolouration, ovulation pain, heavy menstrual bleeding, pain of skin, feeling cold, fatigue, musculoskeletal pain, arthralgia, dry eye and eye inflammation outcome was unknown. The reporter provided no causality assessment for anaemia, arthralgia, back pain, dry eye, eye inflammation, fatigue, feeling cold, heavy menstrual bleeding, migraine, musculoskeletal pain, ovulation pain, pain of skin and skin discolouration with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.